Event description:
It was reported via repair work order that the foot right siderail was broken off at the bed pivots weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.